Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices banding performed on (B)(6) 2010. According to the complainant, during the procedure, they placed a band on the varices however; the band fell off and left an active bleed in the area. The case was completed with sclerotherapy. It was also reported that the patient was transferred to the emergency room to be monitored. The patient was monitored for 24 hours after the sclerotherapy. The patient was given intravenous hydration, vasoactive drugs (terlipressin) and antibiotics. The patient's current condition was reported to be stable.

Manufacturer narrative:
(B)(4) - failure to maintain. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.